Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an elevated troponin (accutni) result generated on access 2 immunoassay system for one patient. The result was reported out of the laboratory and questioned by the physician. A subsequent testing after re-spun of the sample produced a result within the normal reference range. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Qc was within the specifications. The sample was plasma. The customer stated that a clot was observed in the sample prior to re-centrifugation. The customer is aware of sample handling guide recommendations and has instructed the lab staff. Service was not dispatched for this event. Improper pre-analytical sample handling was a root cause for this event.